Event description:
It was reported that the lens orientation change (vault) was noted post implant. The lens was exchanged with same model but different diopter lens approximate 9 days post implant in the patient's left eye. The surgeon indicated the likely cause of the event was hyperopic astigmatism. The replacement lens also vaulted post implant and was exchanged with a different model lens approximately 1 month post implant. The patient's current status as of (B)(6) 2015, 1 week post-op lens exchange is described as "things are going very well". This report is for the first lens implanted on (B)(6) 2015.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7452607) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.